Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned mlx 300w xenon lightsource was in used condition. Evaluation of the duo headlight identified that the fan automatic turned off and the mlx became hot due to a defective fan and fan harness. Evaluation also identified that the front bezel was cracked. The two membrane switches, turret ring, and ferrite were all attached to the front bezel and could not be reused. The power entry module was loose; the lamp wire was not in good condition and required replacement. The front bezel, power entry module, turret ring, standby and control switch membrane, harness cable, fan, and lamp wire were all replaced. Full functional and safety tests were performed according to manufacturer's specification. Root cause analysis: it was determined that these issues were most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility returned the mlx 300w xenon lightsource (00mlx) to the service repair center for general check; no fault was reported. During evaluation, the integra service technician noted that the mlx was not working correctly. After running the mlx for ten minutes, the fan automatically turned off and the unit became hot. No injury was reported.